Event description:
It was reported that during a ptca procedure, the lesion was successfully wired, however, there was a perforation of the distal rca while a maverick2 mr 2.5 x 20 balloon catheter was being advanced over the wire. The perforation sealed itself and the patient was put on bed rest.